Event description:
It was reported that the stent dislodgement occurred. The stenosed target lesion was located in the subclavian artery. A 9.0x30x135 cm express ld vascular stent was selected for treatment. However, it was noted that the stent was dislodged when delivered during the procedure. The stent was removed together with the catheter. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that the stent dislodgement occurred. The stenosed target lesion was located in the subclavian artery. A 9.0x30x135 cm express ld vascular stent was selected for treatment. However, it was noted that the stent was dislodged when delivered during the procedure. The stent was removed together with the catheter. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was returned with the stent detached from the delivery system. The stent was noted to be damaged. No issues noted with the balloon material. A visual and tactile examination identified no kinks or damage to the shaft of the device. A visual examination of the device identified no issues with the markerbands or tip. This concludes the product analysis.